Event description:
It was reported that the patient went to the emergency room (ER) due to device toning for recommended replacement time (rrt). There was a question as to why the device only lasted 3.5 years. The device was explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, implantable pacing lead, (B)(6) 2010; 694958, implantable defib lead, (B)(6) 2010; 6725, implantable adaptor, (B)(6) 2010. (B)(4).

Manufacturer narrative:
This report was submitted on (B)(6) 2014 @ 17:47:20. However, it was later determined that no acknowledgements had been received, and that the report was apparently submitted during an outage. Product event summary #the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 90% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.